Event description:
The event involved a 7" (18cm) appx 0.69ml ext set w/remv microclave¿ clear, clamp, rotating luer where the customer reported during CT contrast injection, the side of the IV extension ruptured resulting in the patient not getting enough contrast and having to go back for a second CT with contrast. There was patient involvement, but there was no serious harm reported as a consequence of this event.

Manufacturer narrative:
No mc3325 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review for lot number 14231431 was reviewed and there were no non conformances found that would have contributed to the reported complaint.